Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
It was reported that the ventilator was alarming low exhaled volume (ve) and transducer test displayed exhl diff press transducer failed. There was no patient involvement.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed; the reported issue was confirmed and duplicated. The exhalation differential pressure transducer (pt802) is not calibrating at 3cmh20. This issue will be internally investigated within vyaire.